Manufacturer narrative:
The ge representative conducted an on-site investigation. The hard drive was replaced and the software was reinstalled after the customer replaced the mother board. The system was tested and is now operating as intended.

Event description:
The customer reported that the 6600 system would not boot up. No patient injury was reported.